Event description:
The customer reported that the insulin pump was delivering a bolus of 11.2 units that she did not program. The customer's blood glucose reading was 152 mg/dl at the time of the call, and the customer was eating to counteract the amount of insulin she received. Assisted the customer in turning off the easy bolus feature to avoid accidental button pressing and insulin delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned no conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.